Manufacturer narrative:
(B)(4). D10: item# 13-104042; lot# unknown. Item# 163623; lot# unknown. Item# cp162113; lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip procedure on an unknown date approximately thirteen (13) years ago and is now being considered for a pmi device due to a worn poly liner and pre-existing patient comorbidities. Attempts have been made and no further information has been provided.